Event description:
In late 2008, the pt reported that on three days earlier, his blood glucose elevated to 520 mg/dl and he felt nauseated and thirsty with frequent urination. His normal blood glucose range is 120-150 mg/dl. He bolused 10 units every hour in an attempt to lower his blood glucose. He then discovered that the infusion tubing had become disconnected from the adapter because it had not been tightened sufficiently and insulin was leaking at the luer connection. At the time of the report, the pt's blood glucose measured 140 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.